Event description:
Customer reported when pulling up injectable medications, the syringe suction does not hold volume. If you pull up 0.8 and leave it in the bottle the syringe will lose 0.1-0.3 ml within a few seconds.